Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-00372). It was reported to boston scientific corporation that two hydratome rx sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when advancing the hydratome down the scope, it was noted that the catheter was kinked. A second hydratome was obtained. When attempting to bow the second hydratome, the device would not bow. After removing the device from the patient it was noted that cut wire with the anchor had detached from the tip but remained intact to the device. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age is unknown. However, patient is over 60 years old. (B)(4) - the reported event of cut wire broke. The complainant indicated that the device was disposed of, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.